Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reported upon query by hospira personnel.

Event description:
The customer reported a cut in the tubing; subsequently, a leak was noted. The option-lok male adapter of the tubing set was connected to the pt's IV access site and was being used to deliver an unspecified volume of 0.9% normal saline, at an unspecified rate, via a plum pump. After an unspecified length of time, the customer contact reported that the tubing was clamped using the green slide clamp of the tubing set. At this time, it was reported that an unspecified volume of solution sprayed from a reported little slit in the tubing set where the slide clamp had been applied. It was reported that an unspecified volume of solution came into contact with the pt, the nurse, and the pt's visitor. The tubing set and the solution container were replaced and the therapy was resumed. There were no reported adverse effects to the pt, nurse of the pt visitor. No reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.